Event description:
While using the electrodes their defibrillator gave a reading that the pads were not connected. The ambulance crew then performed CPR on the patient. The customer had no information on the patient's final outcome.